Event description:
The physician was utilized the hawkone atherectomy catheter within a previously placed stent. The hawkone catheter became stuck on a stent strut and the physician was unable to remove the device. As a result, a cut down had to be performed on the leg to remove the device.

Manufacturer narrative:
Patient ID and date of birth received along with additional procedure information. Per additional information, the physician used the hawkone to remove clot and became caught in the existing stent. The physician proceeded to open the groin to incise the area and cut out the stent and hawkone.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.